Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in a moderately tortuous unspecified vessel. This 1.5mm x 20mm x 143cm coyote es mr balloon catheter was advanced to treat the target lesion and ruptured at 4atms upon the 1st inflation. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 99% stenosed target lesion was located in a moderately tortuous unspecified vessel. This 1.5mm x 20mm x 143cm coyote es mr balloon catheter was advanced to treat the target lesion and ruptured at 4atms upon the 1st inflation. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).